Event description:
It was reported that non sustained lead noise on egms was observed via (B)(4)transmission. Post paced t-wave oversensing was noted on stored egms. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.